Event description:
It is reported that radiographic evaluation revealed the patient's humeral component had lucent lines of 2 mm or more in zones 2 and 3.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however no information has been received to date. With the supplied information an exact cause cannot be determined at this time. Evaluation codes: it is not suspected that the product failed to meet specifications. Review of the device history records was not possible as the product and/or lot numbers were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.